Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant this right ventricular (rv) lead had greater than 2000 ohm pacing impedances when connected to the initial implantable cardioverter defibrillator (ICD). When this same lead was tested with the pacing system analyzer (psa) the impedance was 1484 ohms. The capture thresholds and sensing were fine. The lead was removed from the header and then reconnected and the same results were received. The physician then opted to implant a different implantable cardioverter defibrillator (ICD) with this rv lead and measurements were normal. No adverse patient effects were reported. This lead remains in service.